Event description:
This is a report received by the distributor, originating in another country. It was noticed that the cryocyte container was broken after removal from the storage tank. There was no pt injury. If additional info should become available, a follow-up report will be submitted.